Event description:
Complainant's son suffered a compound fracture of his arm in 1993. The doctor implanted these bone fixation devices into his arm on 2/18/93. Within 7-10 days his hand and arm became swollen. Eventually the swelling spread to his legs and torso. He has been suffering from this reaction for the past 2 years. He had been treated with prednisone which eliminated the problem; however once taken off the prednisone he experienced the swelling again. Complainant was very upset that her son's medical condition has gone on for such a long time. Apparently, dr indicated he would take the plates out, but has been postponing the surgery. The dr reportedly does not believe pt is having an allergic reaction.